Event description:
The reporter stated that the surgeon inserted an aa4203tl toric silicone lens. The lens tore upon insertion into the eye. The lens was removed with out enlarging the incision. No pt injury.